Event description:
Report received of "inaccurate overdelivery and unit is giving doses on it's own". Report also indicates "patient pendant is damaged". The medication infusion and the pump parameters were not available. Though multiple attempts were made to obtain additional information from the customer, there was no further information available.